Event description:
Medtronic physio-control engineering triggered an investigaiton based upon failures of the product therapy connector, w11. A failure of the connector could result in an inability to deliver device defibrillator or pacing therapy to a patient, or monitor through paddles lead.